Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a rise in shock impedances. The values gradually rose, then became out of range. At this time, the lead remains in service. The lead is connected to a competitor's product. Boston scientific technical services has reviewed troubleshooting with the physician and it was noted the patient has not received a shock with the existing device. No adverse patient effects were reported.